Event description:
The customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed an alignment on the auto histo function and edge enhancement. System operates as intended. (B)(4).